Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with trellis 8 80x30. The customer states that after the first run, trellis was removed from the pt. It was determined that the trellis was needed for a second run. After the trellis was placed in the pt the second time the physician tried to fill the proximal balloon and noticed at this time the balloon had ruptured. The physician continued to use the trellis and no further intervention was needed due to the balloon rupturing.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.